Event description:
The patient reported they went to the emergency room (ER) in (B)(6) 2012 because of pneumonia from a ¿drug overdose¿ from the pump. The patient went into ¿respiratory failure¿. The hcp turned the pump down really low; the patient thought ¿just dribbling¿. The patient tried to find an hcp but was unable and moved back because she couldn¿t stand the pain anymore. The patient¿s refill date is in (B)(6) but the patient was unsure. The patient had a home infusion company but was attempting to find a hcp to write the prescription. The pump was used to deliver morphine. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8590-1, lot# n253508, implanted: (B)(6) 2010, product type accessory; product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).